Event description:
Inflammatory intense adhesions: the female pt was hospitalized and underwent a re-laparotomy for ileus symptoms which revealed intense adhesions. The pt developed strangulating obstruction (date unknown) due to pelvic adhesions after cesarean section. In 2000 the patient underwent a partial small intestinal resection for strangulating obstruction. Prior to closure pt received 1 sheet of seprafilm under the midline incision. In 2000 the ileus symptoms re-occurred. In 2000 as the ileus symptoms did not improve, the pt then underwent re-laparotomy to treat the event. Especially intense adhesion like scar after inflammation were noted. The pt was treated with meropen (meropenem trihydrate) 2g to prevent post-surgery infection. The pt recovered in 2000. The treating physician assessed the event as possibly related to seprafilm.